Event description:
The customer indicates that a defib error occurs when the device is powered up. No pt involvement.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint of a defib comm error could not be duplicated or verified in the device log as occurring however, two error codes were identified during power up of the device and in the device log. Error codes identified were defib error (a/d) and multiple defib charge fail. The cause of both errors was due to part of the capacitor bank not sufficiently soldered during the assembly process. Upon replacement of the capacitor bank, the device performs to specifications.